Event description:
Long lasting headaches, eye irritation, mild chest pain, imbalance, dizziness; headaches lasting for 35 minutes on top of head, slept well previous night but was very tired from noon till 5 pm, felt unsteady. Fell against walls at home, dizziness. Went to performance physical therapy for vertigo treatment. After 5-6 pt sessions vertigo problem resolved. Starting about (B)(6) 2021, headaches lasting longer-more intense continuous all day. I have an appointment at (B)(6) 2021. Manufactured date 11/24/2021.